Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6), 2011. According to the complainant, post-procedure, the patient suffered extreme pain, bleeding, infections, dyspareunia, and urinary problems. All other information is unknown.

Event description:
On (B)(6) 2012, it was reported to boston scientific corporation that the patient returned following the procedure with incontinence and pain and requesting removal of the device. The physician stated that there were no problems with the device and did not recommend removal. The physician stated that the pain was caused by the mesh being close to the sciatic nerve. The patient did not have the device removed and did not return for further consultation or treatment. No additional information is available.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient suffered extreme pain, bleeding, infections, dyspareunia, and urinary problems.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information received from phone conversation with physician on (B)(4) 2012.

Event description:
On (B)(6) 2012, it was reported to boston scientific corporation that the patient returned following the procedure with incontinence and pain and requesting removal of the device. The physician stated that there were no problems with the device and did not recommend removal. The physician stated that the pain was caused by the mesh being close to the sciatic nerve. The patient did not have the device removed and did not return for further consultation or treatment. No additional information is available.

Event description:
On (B)(6) 2012, it was reported to boston scientific corporation that the patient returned following the procedure with incontinence and pain and requesting removal of the device. The physician stated that there were no problems with the device and did not recommend removal. The physician stated that the pain was caused by the mesh being close to the sciatic nerve. The patient did not have the device removed and did not return for further consultation or treatment. No additional information is available.

Manufacturer narrative:
Updated due to additional information received on (B)(4) 2013.

Manufacturer narrative:
(B)(4).